Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient experienced a loss of stimulation and had high impedances were found at an appointment with the hcp. The rep reported that the patient underwent exploratory surgery on (B)(6) 2018 to open the pocket. The rep reported that when the pocket was opened, it was found that the extension had come loose from the ins header. The rep reported that the extension was re-inserted into the header and torqued it down, which resulted in normal impedances. The rep reported that the issues were resolved as of this report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received reported that the cause of the problem was not found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the extension coming loose issue was unknown. There were no further complications reported or anticipated.